Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
Per the clinic, the patient experienced no sound due to migration of the electrode array (specific date not reported). The implanted device remains.